Event description:
As reported by the (B)(4) registry the precise pro rx us carotid was inaccurate placement (missed lesion). The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion was located in the right carotid artery. The vessel was described as moderately calcified with an 80% stenosis present. It was noted that there was no occlusion in the contralateral carotid. The length of the lesion was 38mm. An angioguard ((B)(4)/ lot 70110505) embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. Following pre-dilation a precise ((B)(4)/ lot 15034217) stent was advanced and deployed. After deployment, it was noticed that the stent had been deployed distal to its intended location in the vessel. Therefore a second precise ((B)(4)/ lot 15042990) stent was deployed to completely cover the target lesion. The angioguard was safely removed from the patient. It is unknown if there was any debris in the filter basket after removal. The procedure was successfully completed. There was no reported injury to the patient. The patient was neurologically intact when removed from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the mid right carotid artery described as moderately calcified with an 80% stenosis. It was noted that there was no occlusion in the contralateral carotid. An angioguard embolic protection device was deployed distal to the lesion and the lesion was pre-dilated. Following pre-dilation a precise (pc1040rxc / lot 15034217) stent was advanced and deployed. After deployment it was noticed that the stent had been deployed distal to its intended location in the vessel. Therefore a second precise (pc1030rxc / lot 15042990) stent was deployed to completely cover the target lesion. The angioguard was safely removed from the patient. It is unknown if there was any debris in the filter basket after removal. The procedure was successfully completed. There was no reported injury to the patient. The patient was neurologically intact when removed from the angio suite and was discharged the next day. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.